Manufacturer narrative:
On 01-may-2020, mentor received additional information about the event. The explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 325cc gel breast prostheses when the right breast prosthesis ruptured after implantation. Rupture was diagnosed by MRI. In addition, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 23-mar-2020, mentor received additional information about the event. The patient¿s explantation surgery has been cancelled. If mentor receives information about an updated explantation date, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient¿s removed breast prostheses were discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2020, mentor received additional information about the event. The patient¿s removed breast prostheses were replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient¿s bilateral capsular contracture is baker grade iii. - the patient felt a lump near her right nipple. The patient also has a small palpable mass lateral to the right nipple. - probable bilateral rupture of the patient¿s breast prostheses was reported. Block b1 ¿is product problem?¿ has been checked. In addition, device code 1546 ¿material rupture¿ has been added (this is the report for the patient¿s left breast prosthesis) on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).